Manufacturer narrative:
The returned unit was reviewed, identifying that the screw was broken in the device. Unit was returned for functional evaluation, confirming the unit was not functioning properly. Reviewed process, manufacturing process and verification methods, no anomalies identified. Due to the screw being broken, this is the cause to the functional failure. Operator identified that each piece is assembled and tested for function, prior to release. Therefore the unit was not likely broken at time of manufacture. Based on the investigation above, the unit having a broken screw which is causing the functional failure, and not likely caused due to a manufacturing process. The unit may have been broken during use or mishandling by user. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was returned and therefore was not implanted/explanted. (B)(4) patient undergoing additional, unintended imaging. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ part# 392.961. Lot# 7495457. Release to warehouse date: september 11, 2014. Supplier - vention medical. Product lot was subject to rework to complete bounding for ncr. Rework was to "inspect function test 1, tighten item b until 2 nm torque is applied. Verify vice plate cannot slide on item c 100% on the incoming inspection sheet and for qe review. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw that controls gross distraction on an external fixator was not functioning properly during a procedure to treat a bimalleolar fracture of a left ankle. The nonfunctioning fixator was taken off, the entire reduction was re-done and another fixator was utilized. There was a reported fifteen (15) minute surgical delay and additional c-arm images required. The procedure was completed without further incident. This is report 1 of 1 for (B)(4).